Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR) which was not late. It was sent in error with g3 - date received by manufacturer of august 20th, 2024, for an issue that was unlikely to cause or contribute to a death or a serious injury if it were to recur. Further review found there was no reportable malfunction related to the subject device captured in this complaint.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the legal manufacturer's final investigation. New information added to the following fields: d8, e3 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The actual article was not returned to returned to olympus, so unable to confirm. Based on the results of the investigation and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, the needle was bent and had to be pulled out of the body while still protruding from the endoscope. We speculate that the issue you mentioned occurred because the needle was bent near the tip, making it impossible to retract. The bend near the tip of the needle may have been caused by inserting it into the endoscope and then adjusting the angle of the endoscope too tightly to insert and remove the needle. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿ do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. If you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
Device was discarded and could not be evaluated. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use aspiration needle stopped working mid-case, as the tip of the needle deformed in an unusual way (looks like a burr). The issue was found during an unspecified biopsy which was completed with a similar device. There were no reports of patient harm.